Manufacturer narrative:
(B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that five infusion sets fell off during use events on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. Infusion set was in use for a couple hours to 2 days. The patient replaced the infusion set and insulin was resumed successfully. No further information available.